Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced a low blood glucose level of 40 mg/dl. The customer consumed glucose tablets to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.